Manufacturer narrative:
(B)(4). Two (2) vsp locking nuts [product code: 2226-1100, lot number(s): unknown] were returned to the complaint handling unit (chu) for evaluation. Visual inspection, with the naked eye, revealed that the metal thread had torn off from one of the locking nuts. The locking nuts were viewed under a microscope which confirmed that the metal thread had indeed come from one of the locking nuts. It was also noted for the other locking nut, that a piece of thread had started to peel off of the nut. The thread remains attached to the locking nut body. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause for the threads of the locking caps peeling from the nut cannot be positively determined. It was observed that there were burrs present on the cut surfaces of the bone screws. The burring was most likely caused when the screws were cut during the initial surgery. The screws are placed in the spine and the tapered nuts along with the locking nuts are placed over the screws. The screws are then cut to shorten the overall length. When the surgeon went to remove the screws from the patient postoperatively, the burrs could have potentially nicked and sheared off the threads of the locking nuts. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the removal surgery of vsp implanted at other facility (l5-s1) was performed. During the final irrigation of the surgical site, a metal fragment was found. The irrigation was done in the surgical site and the procedure was completed without delay. The surgeon suspected that it was a metal fragment from the implants caused by abrasion at the removal. He strongly requested the investigation and the return of the metal piece and implants.